Event description:
Biomed called to report that a dose request cord was not delivering medication even though the pt had pushed the button 53 times. The nurse reported that on (B)(6) 2012, a female pt status post hysterectomy did not receive any morphine via the pca continuous infusion or via bolus from the dose request button. The pca was started in the pacu and reported to be delivering a continuous infusion and that the pt had pushed the dose record button and received a bolus. The pt was transferred out of the pacu. The nurse reported after a 12 hour shift (on (B)(6) 2012 from 7pm to 7am on (B)(6) 2012) that no medication had been delivered since the volume of morphine at the start of the shift was same volume displayed on the pcu at the end of the shift. She stated that the pca was programmed correctly for both a continuous infusion and bolus dose however, she did not know the exact intended programming. The nurse reported that pt was sleeping off and on most of the night and had pressed the dose request button 53 times during the 12 hour shift. The module was changed and sent to biomed for testing. Biomed reported that the dose request button failed testing once, but then passed testing when checked again. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's experience of an underinfusion of morphine was confirmed, however the underinfusion was due to a user programming error. Visual inspection revealed the device was in good condition. No anomalies were observed. The pcu event log shows the pca module was initially programmed on (B)(6) at 10:59 am. The user selected an ims 30ml prefill syringe for the syringe and morphine 1mg in 1 ml (drug ID 69) through guardrails. The pca was running a pca dose plus continuous infusion with the following parameters: morphine 1mg/1ml (drug ID 69). Pca dose = 1 mg. Lockout interval = 6 minutes. Continuous dose = 1 mg/hr. Max limit = 24 mg/4 hr. The pca module ran the pca dose plus continuous infusion from 10:59 am to 6:35 pm on (B)(6). During this time the pca module delivered 20 pca requests. There were 7 pca requests that were not delivered because the requests were too early. At 6:35 pm, the user replaces the syringe. After selecting the syringe, the user exits without completing the pca programming. From 6:35 pm (april 18) to 5:12 am ((B)(6)), there were 56 pca dose requests that were made, but were unfulfilled because the pca module was not programmed. At 7:47 pm ((B)(6)), the user selects the pca module and selects morphine 1 mg in 1 ml (drug ID 69) through guardrails. The user selects pca dose plus continuous as the infusion mode and starts the infusion with the same parameters as the previous infusion. The pca module delivered 5 add'l pca requests after the pca module was reprogrammed. The root cause of the customer's experience of an underinfusion of morphine was identified as a user programming error. The user did not complete the programming when the syringe was replaced on (B)(6) at 6:35 pm. The pca dose request cord passed when tested using asm software v9.7.1.